Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an abdominal infection. The cause of the event was reported as due to improper diet. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the event. At the time of this report, the patient was recovered from and dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.